Event description:
An increase of the right ventricular (rv) impedance and threshold were reportedly observed, in addition to 14 noisy episodes on the follow-up performed on (B)(6) 2016. On (B)(6) 2016, another lead (as well as a new device) was implanted and the subject rv lead was capped.

Manufacturer narrative:
Preliminary analysis of the patient files showed that the reported noise was most probably related to electromagnetic interferences detection and/or myopotentials.

Event description:
An increase of the right ventricular (rv) impedance and threshold were reportedly observed, in addition to 14 noisy episodes on the follow-up performed on (B)(6) 2016. Another lead (as well as a new device) was implanted and the subject rv lead was capped.

Event description:
An increase of the right ventricular (rv) impedance and threshold were reportedly observed, in addition to 14 noisy episodes on the follow-up performed on (B)(6) 2016. On (B)(6) 2016, another lead (as well as a new device) was implanted and the subject rv lead was capped.